Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with pump and manual injection. Customer's blood glucose value was 600 mg/dl at the time of the incident. Customer's current blood glucose value was 540 mg/dl. Customer stated that she has been experiencing recurring no delivery alarms. Troubleshooting was performed. The customer was in emergency room as result of high blood glucose level. The customer was into hospital on (B)(6) at 5:00pm. The blood glucose value when admitted to hospital was 568 mg/dl. The customer complained about high blood glucose. The customer cause of hospitalization per healthcare professional's was high blood glucose. Customer wearing the pump at time of hospitalization. The customer outcome of the hospitalization was treated in emergency room and released. The drive support cap appears normal (slightly indented). The customer stated she experienced a bent cannula with that set she had the high blood glucose. The customer stated her pump is not working. The customer stated she has been experiencing recurring no delivery alarms. Troubleshoot was performed for no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The product was not returned for analysis.